Manufacturer narrative:
Date of report: 27sep2021.

Event description:
It was reported to philips by a customer that the unit was not blowing or working properly. Based upon the information provided it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated the unit had some physical damage and not blowing or working properly. The customer stated when adding a pressure or flow, the blower would make a loud noise. The rse recommended replacing blower assembly to solve the noise issue and for the physical damage to the front & rear bezels, and the missing end cap. Provided part ID. Attempts to obtain further information are currently pending.

Manufacturer narrative:
Multiple attempts to retrieve the device repair or diagnostic information has yielded no response from the customer. It is unknown if any parts or repair has been conducted. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.